Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the lens remains implanted. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has bilateral lens implants. An intraocular lens, (iol) model zxt225 15.5 diopter was implanted in the patient's right eye (B)(6) 2018. Patient is not happy with the results and has requested an exchange of the lens. Reportedly, she has been experiencing spider-web vision since surgery. She stated that she feels uncomfortable driving at night. The surgeon indicated that an explant has been scheduled for (B)(6) 2019. No additional information was provided.